Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n90f59. The device was received with the electrode and ceramic separated as a one piece but still attached to the active rod. The device was connected to the generator and it did activated. However, testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic hysterectomy and the instrument stopped activating during the procedure. A second instrument was used to complete the procedure with no consequence to the patient.